Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (500's mg/dl) with ketones over 160. Health care provider recommended double insulin correction every three hours and water intake until bg levels normalize. Customer discontinued use of pump.

Manufacturer narrative:
Bg issue; unable to confirm due to usb pin damage.